Event description:
A us distributor returned a charger/modem sn (B)(4) indicating that the charger displayed an error code when charging a battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (displays error code when charging a battery pack) has been confirmed. Upon investigation, the battery charger/modem was not able to charge a battery. The cause for the failure was isolated to an internally shorted q1 current-controlling transistor on the bedside board. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective charger/modem.